Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased, in range impedance and a loss of capture resulting in automatic mode switch episodes were noted on the right atrial lead. The event was resolved by reprogramming the device. The patient was in stable condition.